Event description:
It was reported that the device was having issues on 6 different patients with each event requiring 1 primary tubing set switch out and 1 requiring pump change. Although requested, additional information was not provided.

Manufacturer narrative:
After further review it was determined that this file is not reportable.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was having issues on 6 different patients with each event requiring 1 primary tubing set switch out and 1 requiring pump change. Although requested, additional information was not provided.